Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Contact declined tandem technical support's offer to troubleshoot. Reportedly, the pump and transmitter regained connection. No additional patient information was available.